Manufacturer narrative:
Additional information: device manufacture date and lot number provided. Correction: unique device identification (UDI) updated to proper value. The slap hammer was returned to the manufacturer for evaluation. Testing found that the end of the hammer was broken off and missing.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the slap hammer was damaged when attempting to remove a trial from the patient. It was reported that a second instrument was used to complete the procedure. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Patient information received.